Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited mirror image noise on episodes and high sensing integrity counter (sic) counts. The rv lead also exhibited short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.